Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01328 / 1825034-2016-03184 / 03185).

Event description:
Stem would not separate from proximal body.